Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Summary of investigational findings: the introducer, the filter, the long dilator and the blue sheath are returned. Due to a minor constriction in the rb tip, the introducer could not be advanced and the filter not completely released. Based on these findings action has been taken and appropriate personnel have been notified. Cook medical will continue to monitor for similar reports.

Event description:
Description of event according to complainant: an unsuccessful attempt was made to deploy the cook celect platinum navalign femoral vena cava filter. The physician was able to get the sheath beyond the bump which deploys the secondary strut, however, the sheath would not move past that point. The physician felt there was too much tension. They retrieved the device from the right internal jugular with a gooseneck snare and once the filter was snared they deployed inside the filter sheath and removed the entirety of the device. Another device was used to complete the procedure with no harm to the patient. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to complainant: an unsuccessful attempt was made to deploy the cook celect platinum navalign femoral vena cava filter. The physician was able to get the sheath beyond the bump which deploys the secondary strut, however, the sheath would not move past that point. The physician felt there was too much tension. They retrieved the device from the right internal jugular with a gooseneck snare and once the filter was snared they deployed inside the filter sheath and removed the entirety of the device. Another device was used to complete the procedure with no harm to the patient. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.